Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges injuries, pain, limited mobility, shedding of metal debris into the bloodstream, tissue damage, continuing pain hips and legs. After review of medical records for MDR reportability, it was stated that the patient was revised to address pain and elevated metal ion levels due to the failed hip implant. Clinical notes reported weakness, walking difficulty, and stiffness. It was reported that the patient had elevated metal ion levels but lab results shows that metal ion levels are below 7ppb.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges friction and wear causing large amount of toxic cobalt-chromium metal ions, severe pain and discomfort, weakness, decreased ranged of motion, loss of muscle mass and deterioration of the soft tissue. Doi: (B)(6) 2008; dor: scheduled on (B)(6) 2017; right hip.